Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset.

Event description:
It was reported that there was power on reset (por) on the device. The patient was confirmed to be having a medical treatment at the time of the reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.